Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed a critical alarm had occurred due to a low battery reset and the pump being in safe state. The patient experienced withdrawal. Per the reporter, the patient had not been receiving drug for awhile. It was thought to be pump related so, the pump was being replaced. The daily dose of drug had been "cut in half". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.